Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that removal difficulty occurred. The target lesion in the carotid artery was 85% stenosed and moderately calcified and tortuous. A carotid wallstent self-expanding was selected for use. Post stent deployment, it was noted that the stent delivery system could not be retrieved. When removing the device, the stent delivery shaft rubbed back and forth. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient was stable post procedure.